Event description:
Same case as MDR ID# 2134265-2012-02911. It was reported that during a percutaneous intervention (pci) treatment procedure, the rpms appeared inaccurate on the console. The target lesion was located in the calcified proximal left anterior descending (lad) artery. The physician used a 1.25mm and a 1.75mm burr in the lesion. During adjustment of the speed by turning the dial, the rpms change would not register on the console, although the physician could hear the change in the burr rotation. By taking pressure off of the foot pedal and depressing it again, the system would display the correct rpms; this sometimes had to be done multiple times to ensure the device was operating at the correct rpm. Additionally, the speed display appeared to change unintentionally following release of the foot pedal, creating a need to depress the pedal, release it and then depress it again to display an accurate speed. It was not clear if the issue is with the foot pedal or the console. Treatment of the lesion was successfully completed with this system, and the physician then placed a 2.75 x 28 promus element stent. There were no patient complications reported and the patient status is okay.

Event description:
Same case as MDR ID# 2134265-2012-02911. It was reported that during a percutaneous intervention (pci) treatment procedure, the rpms appeared inaccurate on the console. The target lesion was located in the calcified proximal left anterior descending (lad) artery. The physician used a 1.25mm and a 1.75mm burr in the lesion. During adjustment of the speed by turning the dial, the rpms change would not register on the console, although the physician could hear the change in the burr rotation. By taking pressure off of the foot pedal and depressing it again, the system would display the correct rpms; this sometimes had to be done multiple times to ensure the device was operating at the correct rpm. Additionally, the speed display appeared to change unintentionally following release of the foot pedal, creating a need to depress the pedal, release it and then depress it again to display an accurate speed. It was not clear if the issue is with the foot pedal or the console. Treatment of the lesion was successfully completed with this system, and the physician then placed a 2.75 x 28 promus element stent. There were no patient complications reported and the patient status is okay.

Event description:
Same case as MDR ID# 2134265-2012-02911. It was reported that during a percutaneous intervention (pci) treatment procedure, the rpms appeared inaccurate on the console. The target lesion was located in the calcified proximal left anterior descending (lad) artery. The physician used a 1.25mm and a 1.75mm burr in the lesion. During adjustment of the speed by turning the dial, the rpms change would not register on the console, although the physician could hear the change in the burr rotation. By taking pressure off of the foot pedal and depressing it again, the system would display the correct rpms; this sometimes had to be done multiple times to ensure the device was operating at the correct rpm. Additionally, the speed display appeared to change unintentionally following release of the foot pedal, creating a need to depress the pedal, release it and then depress it again to display an accurate speed. It was not clear if the issue is with the foot pedal or the console. Treatment of the lesion was successfully completed with this system, and the physician then placed a 2.75 x 28 promus element stent. There were no patient complications reported and the patient status is okay.

Manufacturer narrative:
Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the floor pad was gouged/damaged and the triple bore hose was chaffed and discolored. A functional test was performed and the foot pedal functions properly. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes, therefore, the root cause could not be confirmed. A DHR review was not performed for the foot pedal s/n (B)(4) as this type of equipment does not have a DHR. (B)(4).

Manufacturer narrative:
(B)(4).